Event description:
It was reported that during a colon resection, an error code 3: hand piece error was displayed. Completed with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. In addition, the instrument no longer meets the specification for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.